Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient could not close the catheter of a minicap transfer set. It was further reported that while opening and closing the set, "a crunching sound was heard." Subsequently, the patient experienced peritonitis. The cause of the event was not reported. It was reported that the patient was hospitalized for the event. Treatment was not reported. It was reported the transfer set was changed. Patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. The device was received for evaluation. The sample was retuned in wet condition attached to the female connector. Visual inspection with the naked eye did not observe any abnormalities. There was no visual evidence of damage to the transfer set. Leak testing, clear passage and clamp function testing were performed with no issues observed. Torque engagement testing was performed, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. The cause of the condition could not be determined. No additional information is available.